Event description:
It was reported that a faradrive steerable sheath was selected for pulse field ablation. During the procedure it was mentioned that once a non-boston scientific catheter was inserted for the mapping, blood was noted at the back of the valve. It was confirmed the stiffness was noted when the mapping catheter was inserted and it was felt like there was a pop when the distal end of the mapping catheter was about midway through the handle portion of the sheath. No bubbles were noted in the sheath nor into the patient. Pressure bag was for the irrigation method; flow rate is unknown. Slow drip blood leak was identified post transseptal puncture and when the physician was inserting the mapping catheter. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.